Manufacturer narrative:
Follow-up #1 date of submission 09/07/2016-correction to serial #.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alarmed for call service 020. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #2: date of submission 10/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/17/2016 with the following findings: the pump powered on with functional auditory and vibratory features. The pump emitted a call service 20 alarm at start up and the alarm could not be cleared. The pump cover was removed and no defects were found to the printed circuit board. Investigation revealed a failure of the pump¿s electronically erasable programmable read-only memory.